Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.0 diopter, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vaulting, angle closure, elevated iop, and "protuberant" iris. The problem was resolved.

Manufacturer narrative:
Lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found a torn haptic and presence of residue on lens surface. (B)(4).